Event description:
The customer tested his blood glucose using his contour and breeze2 meters and received readings of 204 and 110 mg/dl respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Strips were not replaced and customer strips are not expected to be returned for evaluation at this time.